Manufacturer narrative:
Additional information: date of event was provided ((B)(6) 2016) and is included in this follow up. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
After several attempts for repair, the issue has not been resolved and the system is not being used and is inactive at this time. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for (B)(6) system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). The customer is reporting this product problem only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the touch screen froze with the whitestar signature system. The customer encountered the issue in a show and there was no report of patient involvement.